Event description:
It was reported by service report that the customer alleged the xprt mattress would not rotate and showed to call service tech to repair. No patient involvement or adverse consequences are reported.